Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. The digital board and analog board were replaced as a precaution. The device was recertified and returned to the customer. Per the r-series manual; zoll medical corporation shall not be responsible for any equipment defect, the failure of the equipment to perform any function, or any other nonconformance of the equipment, caused by or attributable to any modification of the equipment by the customer, unless such modification is made with the prior written approval of zoll medical corporation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.